Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results with the cobas® mpx - 192t assay for donor samples tested on the cobas 6800 analyzer. Two pools of six were initially reactive, and upon repeat testing as individual donor testing (idt), the results were non-reactive. One sample was initially reactive, and upon repeat testing, the result was non-reactive.